Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data log was not provided or could not be retrieved from the remote server. Access site adverse event (major bleed, hematoma): clinical details indicate marked bleeding at the impella access site upon arrival to the unit. The repo sheath had slipped out of the skin and sutures were loose. The repo sheath was repositioned and new forward tension sutures were placed. Femstop remained in place and bleeding was well controlled. A hematoma was present but not actively growing. The cause of the access site bleeding and hematoma was most likely use-related, associated with sheath management and suture placement. Pump suction: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs. Mechanical interaction with blood (hemolysis): the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs. Clinical symptom (hematuria): the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 medical device problem codes were corrected and repopulated accordingly.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. - impella cp placed independently without incident. On arrival to unit, marked bleeding noted at impella access site. Repo sheath had slipped out of skin and sutures were loose. Repo sheath repositioned in skin, replaced previous sutures with new forward tension sutures. Fem stop still in place, bleeding well controlled. Hematoma present, but not actively growing. No pressors or inotropes in use, starting vasodilators for blood pressure control. (Hemolysis, hematuria, bleeding, hematoma).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.